Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) battery will not charge. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: b5, d5, e2, e3, g2, h6 (health effect ¿ impact codes, health effect ¿ clinical code). Additional contact information: (B)(6). A getinge field service engineer evaluated .replaced power management pcb on unit. Neither battery would charge. I replaced the power management pcb, this corrected the issue. Full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. It is unknown of patient involvement, the defective components were received for further investigation. Please refer to the root cause evaluation field for details .power management board will be sent to the supplier for failure analysis per procedure number 0002-07-d008 revision ag. Cf-16-may-2023- the new supplier escatec, will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number 0002-07-d008 rev.al.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) battery will not charge. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.